Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(6): user had poor technique. Note: manufacturer contacted customer in a follow-up call on 06-jan-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 209, 228, 173, 199 and 180 mg/dl. The customer¿s expected blood glucose test result ranges are 110-115 mg/dl am fasting and 130 mg/dl 2 hours post meal. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/24/2026 and open vial date is (B)(6)2024. The meter memory was reviewed for previous test result history: result 1: 209 mg/dl date: (B)(6) time: 7:54 am fasting. Result 2: 228 mg/dl date: (B)(6) time: 7:53 am fasting. Result 3: 173 mg/dl date: (B)(6) time: 9:20 pm fasting 2 hours post meal. Result 4: 199 mg/dl date: (B)(6) time: 9:20 pm fasting 2 hours post meal. Result 5: 180 mg/dl date: (B)(6) time: 9:18 pm fasting 2 hours post meal.